Event description:
It was reported that the patient received two shocks with in the last two days. The physician noted the same day troubleshooting took place and no ventricular tachycardias were seen during the episodes. The device declared a ventricular tachycardia due to oversensing. This device was thus reprogrammed to the primary sensing vector and data will be sent for technical services review. The device remains implanted. No adverse patient effects were reported.